Event description:
It was reported that a user wearing ilet with a dexcom g7 experienced a rapid glucose drop from the 70s to 46 mg/dl, which triggered an urgent low alarm; insulin dosing had already suspended prior to the event, and the user treated with oral glucose with subsequent recovery to approximately 100 mg/dl. Symptoms included hypoglycemia without reported associated clinical manifestations. Outcomes included self-treatment with oral carbohydrates and call transfer for further clinical guidance, with no injury or hospitalization. Investigation included complaint intake, user education on meal announcements, and review of device behavior during the event. Investigation of this case revealed that the device¿s urgent low alarm was consistent with a rapid rate of fall and that recent activity and a lighter-than-usual lunch with a standard meal announcement could have contributed to the hypoglycemia; no device malfunction was identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.